Event description:
The customer reported that the system failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ccd camera was evaluated and identified as requiring replacement. No conclusion can be drawn as the system is eol (end of life) and replacement components are unavailable. No add'l info service info was provided at this time.